Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a monopolar issue. Patient got burned during the procedure.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation found that the hand device cannot be activated due to bent fuse clips. The investigation could not determine a root cause or a probable root cause for the damage. The fuse clips were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.